Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. Additionally, analysis confirmed that the reed switch was stuck, which caused the erroneous programmer message that there is a magnet present that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Event description:
--

Manufacturer narrative:
Additional information was received that due to the stuck reed switch and device declaring elective replacement indicator (eri), a revision procedure was performed. Upon explant, the header of the device was discovered to be partially disconnected from the device. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that during an unrelated procedure, an error message was displayed that this implantable cardioverter defibrillator (ICD) detected the presence of a magnet. Boston scientific technical services (ts) was contacted and it was suspected that the ICD has a stuck magnetic reed switch. A boston scientific field representative sent a copy of the device memory into boston scientific technical services (ts) for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) reviewed the device memory. T was discussed the device longevity may be decreased as a result of this issue. However, the device was programmed so that the magnet use enable feature is set to off, therefore therapy delivery is not impacted. Ts also discussed programming and diagnostic differences that will occur due to the stuck reed switch. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.